Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was difficult to press. Subsequently, the customer went to the emergency room (ER) and was admitted to the intensive care (ICU) unit due to an elevated blood glucose (bg) level of 700 mg/dl and a high ketone level. The customer administered manual insulin injections prior to going to the ER in attempt to address bg level. The customer was treated with intravenous insulin and saline while in the ICU. The customer was released from the ICU 7 days later with the reported issue resolved and no permanent damage. Customer continued to use pump for insulin therapy.